Manufacturer narrative:
Examination of the submitted device confirmed breakage at the shaft/strike plate location. Previous investigations found the design of product has since been changed. This change was initiated through (B)(4). The device related to this complaint was manufactured before the design change. Based on the information received and the investigation performed, the root cause is related to the design of the product (old design). The issue will be monitored through post market surveillance reviews. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
While hammering the rod for reaming guide holder it broke off inside the holder for reaming guide.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.